Event description:
Reporter indicated a vns dell x5 handheld computer was not working properly. Troubleshooting with known working equipment isolated the handheld's serial cable as the probable faulty component. Attempts for product return are in progress.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.